Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15634. The pt reported she has not used her scs system in over a year because it was no longer providing the level of stimulation it had in the past. The pt plans to undergo surgical intervention at a later date to have her scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.